Event description:
The customer reported parameters seemed off before pulling [the device] out of field. Would intermittently cut off, parameters would sporadically jump back and forth. Does not perform as it should. The device batteries started draining quickly. No damage noted to unit. Would not power on at all this morning. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text : product not returned.